Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection found the device to be in good condition with no abnormalities or faults observed. During functional testing, the cuff was pressurized and left to rest for a period of 12 hours. After the 12 hours, the device was inspected. No cuff reduction was observed; the cuff remained fully pressurized. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Visual inspection revealed no damage, faults, or abnormalities with the returned device. Functional testing was performed by inflating the device cuff and letting the device sit for a 12 hour period, after the 12 hours the device cuff was inspected for any pressure loss, none was found. The reported fault could not be duplicated. The returned device was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Event description:
Distributor reported that the cuff of the tracheostomy tube was found leaking after 3 days of patient use. No adverse effects to patient reported.